Event description:
Report received from the USA stating the device "did not work." It was unknown to the reporter whether or not the device was used in surgery. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and during functional testing it was observed that the device failed cutter insertion testing. Evidence suggests this was due to usage wear over time. If additional information is received, a supplemental report will be sent. (B)(4).